Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement, measuring greater than 2000 ohms. The rv lead is a competitor product. Isometric maneuvers were performed and unable to recreate the reported observations. Subsequently, the device was reprogrammed and the plan is to continue to monitor the rv lead at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).